Manufacturer narrative:
(B)(4): added additional information. The analysis results found that the device was returned in good visual condition. Functional testing was performed which resulted in a continuity failure. The instrument was disassembled and the conductor that is welded to the ground ring was found dislodged. This could have affected the sealing performance of the device. It is possible that an improper welding during the manufacturing process could have caused the conductor to eventually dislodge from the ground ring.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, each device became not to be activated when the control switch was pushed. Another device was used to complete the case. There were no adverse consequences to the patient